Event description:
On 12/19/2016: tosoh bioscience notified that an incorrect hba1c of 4.94% had been reported on (B)(6) 2016. The specimen repeated with a result of 5.01%. The specimen was sent out and using a different methodology the hba1c results was 9.1%. Review of the chromatograms for the testing done on (B)(6) 2016 indicated "check peaks" flags with variant retention times listed as prior to the a0 which made the result non-reportable but result was reported. Root cause: specimen variant interference that eluted before the a0 peak which made the result not reportable.

Manufacturer narrative:
The following corrections were recorded in the present supplemental MDR in the noted sections: unk. Unk. Unk. Unk. Unk. Unk. Product problem. Blank field. N/a. N/a. Suspect product(s) - no. Tosoh hlc-723g8 analyzer g8. Tosoh corporation. Shiba-koen first building. 3-8-2 shiba / minato-ku. Tokyo 1058623 japan. UDI - (B)(4). Health professional. No. Yes. Health professional. Doria esquivel. 6000 shoreline court suite 101. South san francisco ca 94080 USA. (650)636-8123. Complaintsspecialists@tosoh.com. 12-19-2016. Follow-up #1. Outpatient diagnostic facility. Tosoh corporation. Shiba-koen first building. 3-8-2 shiba / minato-ku. Tokyo 1058623 japan. Doria esquivel. 6000 shoreline court suite 101. South san francisco ca 94080 USA. (650)636-8123. Complaintsspecialists@tosoh.com. Tosoh corporation. Shiba-koen first building. 3-8-2 shiba / minato-ku. Tokyo 1058623 japan. Health professional. 12/19/2016 PMA/510k: k071132. Malfunction. Correction / additional information. No / resolved over the phone / not returned to manufacturer. 04/01/2011. No. Patient code(s): 2692. Device code(s): 2456. Method code(s): 3263. Result code(s): 213. Conclusion code(s): 71. Reuse. The most probable cause of the reported event was a combination of a specimen with a hemoglobin variant that caused interference and made the results non-reportable and the operator needed additional training.. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.